Manufacturer narrative:
Medtronic received the following information from a journal article entitled; quality-adjusted life year comparison at medium term follow-up of endovascular versus open surgical repair for abdominal aortic aneurysm in young patients byun et al, plos one 16(12): e0260690. Https://doi.org/ 10.1371/. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients during the endovascular treatment of aaas on unknown dates. The following adverse events were reported: type ia endoleak type ii enoleak and type IV endoleak. The cause of the adverse events are undetermined.